Event description:
Add'l info rec'd from MFR 8/7/03: follow-up revealed that since the generator was reporgrammed back to the previous settings following the event, the pt is "doing much better". When the co asked whether or not an interrupted lead test may have occurred during the pt's prior office visit, the reporter could not recall if this happened. If a lead test is interrupted, the programmed settings will revert to nominal settings (1.0ma). This interruption can occur when the programming wand is moved during a programming session. Cyberonics recommends that the device be interrogated after reprogramming to assure that the device is programmed appropriately. Device programming history was requested but not received. The reporter would not provide any pt info; therefore, co was unable to identify the implanted device and adequately complete the medwatch form.

Event description:
Pt had a vagal nerve stimulator implanted. In 2002 for intractable epilepsy. Pt was doing well on rapid cycling mode, then at some point in the past 2 months the device reverted to baseline settings, and the pt's seizures have increased. When interrogated, the vns battery was fine and the device was programmed back to previous settings. The only recent occurrence was in 2003 when the school apparently used the pt's magnet multiple times in a 2 hour period.